Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The tibia was cemented in place. The cement under the base plate and on top of the tibia bone. The tibia was impacted in place. After the cement hardened the implant pulled off the tibia.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. With the information provided, the root cause of the intra-operative cement adhesion complications cannot be definitively determined. Dr-002788 has been undertaken to investigate further. The analyses and investigations eventually led to a new product development project, which will enhance fixation and make the product more robust to surgical technique per co (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.